Manufacturer narrative:
The product was discarded and is not available for returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided.

Event description:
It was reported that the product broke when tightening the screw.